Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed no delivery during a bolus. Customer's blood glucose was 64 mg/dl. Alarm was resolved with a complete set change by customer prior to call. Customer reported the device also alarmed while customer was filling the tubing. No further information reported.